Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: 302995; batch no: unknown. The 10ml bd syringe that cracked was from a radiology pack, reference#: (B)(4). Question: "should the syringes be able to withstand tapping against each other because this led to the product cracking?"